Event description:
It was reported that a malfunction alarm occurred. There was no reported impact on the customer's blood glucose level. The pump was scheduled to be returned, and a replacement pump was provided.